Event description:
An angio-seal was selected for use following a bilateral common iliac angioplasty with stent placement. Post deployment the pt presented with an ischemic right foot. An ultrasound revealed a subtotal occlusion of the femoral artery. Surgery was performed to remove the angio-seal device.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombosis, percutaneous extraction of the anchor or fragments, or surgical intervention.